Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/01/2016-device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: a review of the pump alarm history showed there were no alarms or warnings associated with a blank screen. During investigation, the pump powered on with a blank display. The audio tones and vibrations were functional. Investigation revealed a failed display flex. A test display was installed and the display screen was clear and legible. Further testing was not able to be performed due the damaged display.